Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The following information was provided by the initial reporter: date of incident (B)(6) 2025 after successful placement of the IV into the patient's vein, while flushing fluid through the port, leaking occurred. The rn noticed a defect where the pink hub connects to the clear tubing, causing this leaking. The IV was removed and a new IV was placed successfully. I have a sample on hand to return to bd.

Manufacturer narrative:
The complaint of a leak was confirmed, and the cause appeared to be manufacturing related. One 20g nexiva IV catheter was provided for investigation. The extension tubing was not properly seated and bonded within the pink single port luer adapter, which created a leak path at the tubing-adapter junction. The damage appeared to be associated with the assembly process. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.